Event description:
Reportedly, end of (B)(6) 2014 (exact date unknown): the patient was taken to a different hospital by an ambulance. A ventricular fibrillation was confirmed and external dc shock was applied. Vf was terminated, but cardiac arrest occured and the patient died. The subject pacemaker was explanted. The physician tried to interrogate it on (B)(6) 2014 but it failed. The device will be returned for analysis and to try to check the time of the tachycardia.

Event description:
Reportedly, end of (B)(6) 2014 (exact date unknown): the patient was taken to a different hospital by an ambulance. A ventricular fibrillation was confirmed and external dc shock was applied. Vf was terminated, but cardiac arrest occured and the patient died. The subject pacemaker was explanted. The physician tried to interrogate it on (B)(6) 2014 but it failed. The device will be returned for analysis and to try to check the time of the tachycardia.